Event description:
It was reported that the patient's lead had migrated down, and the patient has not experienced any recent trauma. Surgical intervention may occur at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000130713.

Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01714. Additional information was received stating that surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.